Event description:
It was reported that the trained physician attempted arteriotomy closure using a starclose vascular closure system after an unk procedure. The sheath failed to split all the way. The device was removed from the patient and hemostasis was achieved using manual compression. Device was fired outside of the patient's body and clip attached to the vessel locator. There was no patient injury or adverse effect. No additional information available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.